Event description:
It was reported that 10 bd vacutainer® k2e 10.8mg plus blood collection tubes had a discolored form. The following information was provided by the initial reporter: "edta yellow in some tubes."

Manufacturer narrative:
Investigation summary: bd received photo showing a yellowish edta clump in the tube. Due to the size of the deposit the additive has yellowed slightly on irradiation. This is recognized to be an aesthetic defect with no impact on the efficiency of the tube. Additionally, 100 retained samples were visually inspected and, no yellow clumps were found. Although the condition is confirmed its impact on the efficiency of the tube is limited. Bd has determined that the issue of additive abnormality is attributed to the manufacturing process however, was unbale to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.